Event description:
Customer reported unexpected negative reactions with cell #10 of panocell-10. A donor sample known to contain anti-I antibody reacted negative with that cell. Methodology is tube testing. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The supplemental typing on cell #10 shows that the cell is reactive for I antigen; the donor cell was type with 2 examples of anti-I.